Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 2000 ml eva tpn bags were leaking from the middle port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between march 15, 2018 - march 16, 2018. Five (5) actual samples were received for evaluation. All bags were sliced where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage from the spike port at the spike port cap on all 5 samples. The reported condition was verified on the returned samples. The cause of the condition could not be determined. This issue is being further investigated. One (1) sample was not returned; therefore, a device analysis could not be completed on that sample. A batch review was conducted and a planned deviation was identified to use pre-cut tubing; requirements were met and all units were manufactured within specification. Should additional relevant information become available, a supplemental report will be submitted.